Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial being sent), e2/e3/g2 (information was inadvertently missed, reporter is a nurse). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunction was found during the device evaluation: the light guide fiber composite was damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the optics have a green light. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.